Event description:
It was reported that the device was explanted after an implant duration of approximately 68.8 months. On 05/04/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis and calcification. Per the operative report of (B) (6) 2010: findings: old prosthetic aortic valve, very calcified. Two leaflets are essentially immobile, other leaflet with impaired mobility. Dense adhesions.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and the operative report was received on 05/04/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: "heavy calcification is evident in the cusp and the free margin of leaflet 1. Calcification is moderate to heavy in the cusp area of leaflet 2, and moderate in the cusp and the free margin of leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. A tear is detected at the free margin of leaflet 3, at commissure 1, measures to 3mm. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 6mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 2mm. Host tissue is minimal at the stent inflow. The x-ray demonstrates calcification."